Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing on lvad support without any further issues. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad program manager reported that approx 5 months post-implant, the pt began experiencing hemolysis and was treated with coumadin. The hemolysis continued which was evidenced by increased phgb, liver enzymes and drop in hemoglobin levels. Pump power spikes were also noted and as a result a pulmonary catherization was performed which demonstrated that the filling pressures had increased. It was suspected that there was thrombus in the lvad. Treatment with heparin was initiated on the pt and the hospital made a decision to exchange the lvad with another lvad.